Event description:
The manufacturer received information alleging smelled burning smell through the mask, device has strange odor, lightheaded related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging smelled burning smell through the mask, device has strange odor, lightheaded related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Noticed no unusual odor coming from the device during operational testing. Upon close visual inspection of the pca, I did not observe any obvious signs or evidence of burned components. Secondary findings observed a slight, unknown contamination and small hair-like fibers were observed under the right-side accessory door. Observed an unknown white contamination at the air input of the blower box. Dust-like and fibrous contamination was observed on the blower outlet seal. Slight dust-like contamination was observed on the blower air intake. There is no visible damage or functionality failure on the device, which suggests that the source of contamination was external to the device. The manufacturer concludes that, not able to confirm the complaint or address the symptoms specified. Found no evidence of sound abatement foam degradation or breakdown.